Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with l1-l3 lumbar canal stenosis; and underwent l1-l3 oblique lumbar interbody fusion (olif) and l1-l3 posterior fixation. Intra-op, the endplate broke while curetting the intervertebral disc. Olif was being performed using the o-arm and navigation system. Under direct vision, the position of the vertebra disc was confirmed under navigation. The olif retractor was placed, and the cobb, shaver, curette, and olif inserter: all instruments were used. Olif was performed at l1-l2, l2-l3. After changing the patient's position, the surgeon checked the image to confirm the level, and it was confirmed that the cage to be placed at l1-l2 was indwelt in the l1 vertebra body (near the lower endplate). No deviation in the navigation was noted, but the intervertebral disc space was originally narrow (about 4 mm) and the endplate may have been broken while curetting the intervertebral disc. In the surgeon's opinion, the event occurred because check on the c-arm during the olif operation was neglected. As a result of this event, interbody bone grafting was done from the posterior side of l1-l2. There was a delay of less than 60 minutes in overall procedure time due to this event. No further complications were reported intra-operatively. No malfunction for the reported product was alleged. At a later date, on (B)(6) 2020, post-op, it was however confirmed that the alignment in the patient was improved, and there was no complication to the patient.